Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 0.1 mui/ml and this result was reported to the patient. On (B)(6) 2013, the patient had a new sample drawn and the result was 2010 mui/ml. This result was reported to the patient. On (B)(6) 2013, the first patient sample was repeated and the result was 124.7 mui/ml. This result was not reported to the patient. Information on whether the patient was adversely affected was requested but not provided. The hcgb reagent lot number was 00171601. The expiration date was requested but not provided.

Manufacturer narrative:
Additional information was provided by the customer. A specific root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. Based upon the information provided, a possible root cause may be a reagent pipetting issue, indicated by liquid level detection errors in the alarm trace. Additionally, incorrect sample pipetting could have occurred as the customer was not using the recommended rack adaptors. It was also noted the patient's sample looks hemolytic.

Manufacturer narrative:
This event occurred in (B)(6).